Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes and the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the digital board. The customer declined the repair. The device will not be recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.